Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the subject device, and fund that components of tightening ring were peeling off. The manufacturing record was reviewed and found no irregularities. Remarkable ingredient other than 8s (glue) was not identified as a result of ingredient analysis for brown material which adhered to peeled part of the tightening ring. The exact cause could not be conclusively determined. Based upon similar complaint and ingredient analysis, omsc surmised that the peeling of the tightening ring was occurred the following cause. Glue was thought to be deteriorated and peeled due to combination of chemical stress in reprocessing and mechanical stress in assembling.

Event description:
During the evaluation of the complaint at olympus medical systems corp. (Omsc), omsc found that the internal part of the subject device was broken. Other detailed information was not provided. There was no report of patient injury associated with the event.